Manufacturer narrative:
This device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded.

Event description:
Device malfunction: premature coil detachment patient underwent coil embolization for a recurrent basilar summit aneurysm. The right common femoral artery was accessed and an xt-27 microcatheter was advanced over a fathom 16 guidewire into the left posterior cerebral artery where a 4.5x30 mm neuroform ez stent and a 4.5x20 mm enterprise stent were placed in a y configuration across the aneurysm neck. The aneurysm was then accessed through a px slim microcatheter where 7 coils were placed (15 x 57 complex standard, 16 x 60 complex standard, 15 j soft coil x 2, 10 j soft coil, 7 j soft coil, 10 j soft coil) to achieve a raymond class ii occlusion. During the coil embolization, a 12 x 35 complex standard coil detached prematurely. The coil was partially deployed within the aneurysm and partially within the px slim microcatheter at the time of detachment. There was no particular incident or excessive manipulation that prompted the detachment noted. The investigator removed and discarded the coil without much difficulty and proceeded with the remainder of the procedure. The coil was removed with the use of a 60cc syringe. Initially, attempt was made to remove the coil under suction with the syringe, however, tip of the coil was stuck within the existing coil mass and / or stent construct. Therefore, still under suction, the microcatheter was advanced over the coil back into the aneurysm which decoupled the coil from the coil mass / stent and the microcatheter and detached coil were removed. The process took about 5 minutes. The device malfunction was not associated with any adverse events. The patient awoke in baseline condition. This information was entered onto the electronic data capture form (B)(4) 2013 and also reported via e-mail on (B)(4) 2013.